Event description:
It was reported that during device prep, the balloons on five fogarty catheters popped. There was no patient involvement or injury reported. The affected catheters were reported as several different model and lot numbers. This reported instance is for two model 120805fp catheters from lot 63431899.

Manufacturer narrative:
Our product evaluation lab received two model 120805f catheters. The balloon latex appeared deteriorated with multiple cracks and tears evident on each of the balloon latex. Leakage was observed through the tears on the balloons. Both balloon windings were intact on each balloon. The balloon latex was released from each of the proximal windings to check the balloon edges at the tears, which did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed on each catheter body. A device history record review was completed and documented that the devices met all specifications upon distribution. The customer report of balloons popped was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The initial submission of medwatch report 18760 submission reported the evaluation findings of two devices from the reported event. This report clarifies the findings of only one of the suspect devices related to the assigned complaint. The secondary catheter is now reported under medwatch report 19109. Our product evaluation lab received one model 120805f catheter. The balloon latex appeared deteriorated with multiple cracks and tears evident on the balloon latex. Leakage was observed through the tears on the balloon. Both balloon windings were intact. The balloon latex was released from the proximal windings to check the balloon edges at the tears, which did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed on the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A product risk assessment was generated earlier to cover the balloons with fragmentations for embolectomy products. A CAPA was initiated to address the balloon latex deterioration failure for embolectomy catheters and is currently in the implementation phase.